Event description:
Received medsun from FDA #(B) (4); it was reported that the end of the tubing completely broke off in the manifold when changing tubing. Follow up with customer, indicated that event occurred before use, and there were no patient complications. Device is available for evaluation.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Manufacturer narrative:
Customer report was confirmed. Received (1) merit gang manifold with single IV set. IV tubing male connector was completely broken from the bond joint at the gang manifold. The broken luer still remained inside gang manifold female luer. Cross surfaces of broken luer were rough and uneven. Indications of what appeared to be marks caused by use of hemostat (clamp) were evident on opposite side of the broken connector.